Manufacturer narrative:
An investigation completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that a 23065 error occurred on surgeon side console (scc) 2 ergo tilt. The customer performed a hard power cycle and reseated the fiber cables on scc2, but there was no change. The customer then decided to unplug scc2 to complete the case. The customer reported event has no report of patient injury.

Manufacturer narrative:
This unit was returned for failure analysis, and the reported 23065 error was confirmed but not replicated. The logs were checked, and error 23065 was found in the logs, confirming the reported event. A visual inspection was performed and no problems related to the reported issue were identified. The tilt was installed on an internal system and calibration was run successfully. The system was power cycled several times, and the tilt functioned as expected with no errors. The reported issue could not be replicated during system testing. The root cause has not been determined at this time.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
This surgeon side console (ssc) mced cfg unit was returned for failure analysis. The reported error code 23065 was confirmed and replicated. In logs, error 23065 was observed, indicating a motor current hard-stop trip, confirming the error occurred in the field. Visual inspection found no issues related to the reported event. The ssc mced cfg was installed, successfully programmed, and tested on the in-house dv5 golden system. Error 23065 triggered at startup, replicating the reported fault. Review of the error logs indicated the fault was associated with an axis tilt motor. The mced was bench tested and found to have no output voltage/current on j19, terminal 3. Based on these test results and findings, failure analysis concluded that the ssc mced cfg unit likely contributed to the reported fault.

Event description:
Refer to h11 for follow-up information.